Event description:
The customer reported that during a procedure the system would not power on and was producing a high power alarm when it was plugged in. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The intelligent shut down device jumper was moved to the ac monitor because of the low/high alarms reported by the customer. The system was tested and found to be working as intended and put back into service.